Event description:
During routine testing, the user found that the pacemaker function would not turn on. There was no harm to a pt. Tests revealed a short in transformer t1 on assembly 590307. The resulting high current draw caused fuse f2 on assembly 592312 to open. This is an unusual occurrence, and appears to be a random component failure. The event is not occurring more frequently or with greater severity than is usual for the device.